Manufacturer narrative:
The reported events were for lead dislodgement, sensing anomaly, and loss of capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning, the helix could extend and retract. The helix extension length was measured to be within product specification. The reported events of sensing anomaly and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During follow-up, decreased sensing and a loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed ra lead dislodgement. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition.